Manufacturer narrative:
Product analysis: analysis was able to confirm that stylus tip position on the touch screen needed calibration. Analysis also noted that an error was found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen could not be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.